Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or the if analysis is completed.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. A system extraction was performed. Additional information indicated that the lead was damaged upon extraction. No additional adverse patient effects were reported.